Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. The customer's blood glucose level was 250 mg/dl. Reportedly, the customer primed the infusion set tubing to resolve the issue.